Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received (patient weight is unknown).

Event description:
It was reported one of the patient¿s lead had migrated. The patient underwent surgical intervention on (B)(6) 2023 where both leads were replaced. The second lead was replaced electively. Therapy was restored postoperatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.